Manufacturer narrative:
Date of event: exact date unknown, event occurred in less than three days after the previous revision procedure.

Event description:
It was reported that the patients ipg was depleting after a non-device related pocket revision procedure wherein electrocautery was used. Device analysis revealed that the ipg showed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
For the field g3 of the initial MDR, the bsc aware date should have been 13apr2022.

Event description:
It was reported that the patients ipg was depleting after a non-device related pocket revision procedure wherein electrocautery was used. Device analysis revealed that the ipg showed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.